Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
There is no evidence to suggest the device caused or contributed to this event. The patient was treated as part of the (B)(6) post-market observational study on (B)(6) 2018. At index procedure ((B)(6) 2018), the patient presented with a de-novo occlusion of the segment involving the sfa ostial and distal third artery of the right leg. A biomimics stent ( 5.0 x 100mm stent) was implanted. On (B)(6) 2020 an occlusion of the segment between the common femoral and proximal popliteal was identified. This segment involved the treated segment. The event was received by veryan on 13 aug 2020 and was reported with a relationship as "not assessible/unknown" to the device and "not related" to the procedure. The occlusion was treated on (B)(6) 2020 with a graft bypass. On (B)(6) 2020 the relationship to the device was updated to "not related". This was reviewed and not considered reportable. On 28 jan 2021 updated information was received from the clinical site reporting a target lesion relationship. Following review of this event on 08-feb-2021 a possible device relationship was determined due to the updated information received on 28 jan 2021. The relationship to the device was updated by the site to "not accessible/unknown" on 12 feb 2021. This event is being conservatively reported by veryan medical. The outcome of the event is that it has been resolved and the patient has recovered. The device remains implanted.